Manufacturer narrative:
(B)(4). Serial number: n/a; software version: n/a ; color: grey; battery life remaining: n/a. Customer reports: the dial is very hard to push past 4 units, if he turns really hard it will go past 4 but if he tries to dispense insulin nothing will come out. Per visual inspection: missing dose window. Several attempts were made to pair inpen, every time app displayed dose doesn't match and inpen not found. The inpen does not pair with commercial mobile app. The inpen screw retracts when dialing and advances when turning dose knob and high resistance while dispensing and dialing noted. The dose button was removed and no dust / debris under the dose button or dose knob noted. Inpen was cut open and after inspection it was found that the encoder pattern wheel tabs rotating and traveling off the keyed slots of dose nut guides. Encoder pattern wheel should never rotate. This causes an unexpected travel of the encoder pattern wheel creating resistance to dial and dispensing. Also contamination build up found caused by encoder wheel tabs rubbing at the walls of the dose nut. A battery test was performed, and battery measured 3.0 volts. In conclusion: it was determined that pairing anomaly and the customer complaint of hard to turn the inpen, hard to dial, hard to push to give insulin was confirmed due to encoder pattern wheel rotating and traveling against the walls of the dose nut.

Event description:
Information received by medtronic indicated that the in pen had hard to push past 4 unit and customer stated they watched lead screw. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.